Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Additional event information the linx was a lxm15 product code, implanted in (B)(6). The patient had symptom relief. The patient¿s symptoms returned, so they got an x-ray and determined a wire was broken and the linx was not working. The (B)(6) the patient's surgeon all tried to contact (B)(6) for implant information with no luck. That is all of the information I have. I can put you in contact with the surgeon who removed the implant if that is helpful. Please let me know how I can continue to help. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the "symptoms" that returned? Please provide the surgeons email address so we can contact them for additional information.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. Investigation summary- a linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case at the separation was measured and was greater than the specification. The male bead case was concentric with material displacement at the outer edge of the through hole. The overall appearance of the surface of the male bead case through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. Photo summary: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "discontinuous device and explanted device".

Manufacturer narrative:
(B)(4). Date sent 10/29/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: we have lxm15 as the product code. Is the product code a lxm15? What is the lot number? What was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was remove. The patients symptoms came back so they realized the device stopped functioning. They did an x-ray and saw that the device was not intact. The linx was broken, it was not capsulated. When they removed the device this morning, one of the wires was broken, other than that it came out intact, it was broken in between the beads.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: we have lxm15 as the product code. Is the product code a lxm15? I cannot confirm as I do not have implant device information. This was requested but never sent from the hospital where the implant took place. What is the lot number? See above what was the date of implant? 2018 at (B)(6). What symptoms lead to the discovery of the discontinuous device? When did they begin? Hpi from new patient appointment: today, jnotes that he has had a 15-year history of reflux and regurgitation. In 2018 he underwent a hiatal hernia repair with implant of magnetic sphincter augmentation device at (B)(6) hospital. For 2 years, he was off medications, had no symptoms of heartburn, and did have occasional dysphagia with large swallows or eating too fast. From 2020-2022, he had no dysphagia with some recurrent heartburn and regurgitation symptoms at night and he went back on famotidine. From 2022-2024, his symptoms progressed to regurgitation at night, he went back on omeprazole which helped somewhat, and recently he had a 10-day stretch of relentless symptoms that increasingly bothered him. He is sleeping with his bed on an incline and on several pillows. He is back to his preoperative status in terms of symptoms. He had no MRI or dilation procedures. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. See following link please send to: (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.